Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had time clock anomaly and it gaining time. The customer¿s blood glucose level was unknown at the time of incident. Customer was assisted with troubleshooting. Customer states the gain was greater than one minute per week. Customer states gain was greater than four minutes per month. The customer was advised to discontinue use of the insulin pump and revert to back up plan per health care professional instructions. Customer reporting insulin pump had cosmetic damage. Customer states they can read the display. The device will be returned for the analysis.

Manufacturer narrative:
Device passed displacement test and self test. Device was monitored and functioning properly. No time or clock anomaly during testing. Device received with cracked battery tube threads and cracked case corner of the belt clip rails near the battery compartment. Device received with serial number label fading.